Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user reports unknown qty of catheters, "almost two dozen", sticking to packaging, when this first occurred 4-5 yrs ago. Additionally, he states the catheter tip area was sticking inside the catheter packaging. He said he always preps the catheter by bursting the sterile water packet to hydrate the catheter well and then goes to remove the catheter from package to use it. When he first noticed them sticking to the packaging near the tip after prepping the catheter (again, this occurred 4- 5 yrs ago and no prior complaint cases on file) he just jerked it out of the packaging and used it. Upon passing it through his urethra he said he has to always push it through his stricture and he said it felt like it cut him about 6-8 inches inside his urethra. When he pulled it out, he said because the tip had stuck to the bottom of the packaging the tip was also affected and it was sharp "like a knife blade." He said he had a lot of bleeding following that catheterization and bled for 3 days after that. He did go to his urologist at the time and just remembers being given a round of antibiotics for infection prevention before the bleeding finally stopped.